Manufacturer narrative:
Evaluation summary: analysis determined that the stuck-in-unipolar pacing mode condition was caused by a foreign material (fm) shorting the battery case to the device can. This fm also caused the lead impedance measurement to be inhibited and depleted the battery. The fm was identified as a section of laser ribbon bond (lrb) that had previously been attached to the right ventricular tip bond pad array (bpa) of the hybrid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, when the leads were connected to the device pacing was inhibited. The leads were tested via the analyzer and found to be ok. When connected to the device again, there was intermittent inhibition especially during manipulation. Bipolar pacing was seen when the device was outside the body, but when inside it looked like unipolar pacing with big artifacts. The device was also unable to measure impedance. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).